Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issue noted. Functional testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not flow. The tubing was connected to the patient and was primed with saline. The port nearest the drip chamber would not flow when the secondary tubing was attached to run an unspecified antibiotic. The tubing was swapped along with the same secondary tubing and the solution flowed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.